Event description:
Health care professional reported, the replacement access port had an infected port site. The port was removed and replaced and the replacement access port placed in a different site. See related medwatch report # 2024601-2011-00794.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the event and pt has been requested. Device labeling addresses the possible outcome of an infection as follows: "contraindications: the lap-band system is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Infection can occur in the immediate post-operative period or years after device. In the presence of infection or contamination, removal of the device is indicated."